Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had pain radiating out where the device was, and they could hardly walk. The patient reported they had parkinson¿s and they fell often, about once or twice a month. The patient stated they had fallen lately and noted it could be related to the issue. The patient was redirected to their healthcare provider for pain at the implant site. It was noted it was unknown when the fall occurred, but the pain started 3-4 days ago. No further complications were reported.